Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the device had a hardware low level alarm. They also did not hear the difference between the audio volumes 1 and 5. The customer¿s blood glucose during the incident was 7.4 mmol/l. The device did not pass troubleshooting. The device will not be returned for analysis.